Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where 2 infusion sets fell off on 27-jun-2024 during use.the infusion set has been used for 1 hour. Patient replaced infusion sets and resumed insulin successfully no further information was available.